Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. A review of imagery provided showed calcification in the stj area. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed since neither image nor the device was returned for evaluation. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per the imaging review, calcification was present in the stj area of the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Available information suggests that patient factors (stj calcification) contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, the commander delivery system balloon burst at the end of valve deployment due to calcium. The device was removed with no patient injury. A post dilatation was performed for optimal valve expansion. The patient is well post procedure.